Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had a fire, a flame appeared from the tip of electrode and went out in one second. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.